Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display was scratched. No information was provided regarding the legibility of the display. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/12/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2015 with the following findings: during testing, the display screen was not found to be scratched. The display lens film was scratched. The display functioned properly during testing. Unrelated to the complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.